Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis cannot be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. The device was not returned to the boston scientific site; therefore, it is not possible to confirm the reported allegation. However, based on the event description, it is most likely an interaction occurred between the balloon and the patient's anatomy that contributed to the reported event. This device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed without any problem and a pinhole was noted. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.